Event description:
On (B)(6) 2012, it was reported that the patient's infusion device displayed e7 (electronic error). The patient changed the battery two more times and e7 was again displayed each time. The patient noticed that the infusion device had lost the time settings and the buttons became non-functional. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.